Manufacturer narrative:
Method: actual device not evaluation. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, failure mode evaluation analysis (fmea), retains analysis and supplier evaluation. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The fmea was reviewed for "efficacy of product" and was within the acceptable limits. Retains testing was not performed as the lot number was not available and the issue was not identified as a manufacturing issue. Supplier evaluation was not performed as the issue was not identified as a manufacturing issue. The assignable cause of this issue could not be determined due to insufficient information. The issue will continue to be tracked and trended.

Manufacturer narrative:
In the second study (ryndock, robison, & meyers, 2015), the authors reported that opa (cidex opa; advanced sterilization products) did not show strong virucidal activity against (B)(6). In (B)(6) 2015, a complaint was opened and a FDA medwatch report #2084725-2015-00593 was filed based on this literature review. In this current 2016 article being reviewed, the author¿s state they do not know how many cases, if any, of (B)(6) may have been transmitted by transvaginal ultrasound. Advanced sterilization products (asp) understands caution should be exercised when interpreting these results, until data can be replicated in a multi-center study design. However, asp has decided to file a FDA medwatch report due to asp products being mentioned specifically, even though product malfunction was not confirmed. References: meyers j, ryndock e, conway mj, meyers c, robison r. (2014). Susceptibility of high-risk (B)(6) to clinical disinfectants. Journal of antimicrobial chemotherapy, 64, 1546-50. Ryndock e, robison r, meyers c. (2015). Susceptibility of (B)(6)to high level disinfectants indicated for semi-critical ultrasound probes. Journal of medical virology. Http://dx.doi.org/10.1002/jmv.24421 (e-pub ahead of print).

Event description:
A literature review of pubmed ID 26994654, the full reference is as follows: combs, c.a., fishman, a. (2016). A proposal to reduce the risk of transmission of (B)(6) via transvaginal ultrasound. American journal of obstetrics and gynecology. Http://www.ajog.org/article/s0002-9378(16)00476-2/pdf (e-pub ahead of print). The authors reviewed two previous studies that investigated the efficacy of various high-level disinfectants against (B)(6). The authors state that "commonly used disinfectants glutaraldehyde (gta) and orthophthalaldehyde (opa) have negligible activity against (B)(6), and commercial ultrasound probe covers have high rates of leakage, so there is a potential for transmission of (B)(6) by transvaginal ultrasound examination if these methods are used." Further, they state that 2 widely used disinfectants, gta and opa, have recently been found to be ineffective at neutralizing (B)(6)." In the first study (meyers et al, 2014), the authors reported that gta (cidex and cidex plus; advanced sterilization products) and opa (cidex opa; advanced sterilization products) were ineffective at various concentrations, as were ethanol, isopropanol, and phenol, and did not significantly inactivate (B)(6). In (B)(6) 2014, a complaint was opened based on this literature review: (B)(4). At the time the reporting determination was made, this complaint was deemed not reportable. There was no report of death, serious injury and there was not a serious injury trigger to report a product malfunction.